Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch verio iq meter was displaying inaccurately high readings compared to her feelings or normal use and was powering off during use. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported 40 minutes prior to the start of the alleged issues she felt symptoms of feeling ¿extremely thirsty.¿ the patient reported the alleged issue occurred 2-3 weeks prior to contacting lfs, at 8pm. The patient reported obtaining a reading of ¿1017mg/dl¿ on the lfs meter. The patient reported using self adjusting insulin to manage her diabetes and she normally tests more than 4 times a day. The patient reported she made no changes to her usual diabetes routine on the day of the alleged issue. The patient reported 2-3 weeks prior to contacting lfs at 8pm, she was treated by emergency medical services (ems) with IV fluids and a reading of ¿692mg/dl¿ was obtained on the ems meter. It is unknown if the patient obtained any additional readings prior to the ¿1017mg/dl¿ reading. It is unknown if the patient treated herself in response to the high reading prior to ems arrival. It is unclear if the ems treatment contained insulin as well. It is unclear if the patient was transported to the hospital for additional medical treatment. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing. The patient¿s test strips were found to be expired. Replacement products were sent to the patient. This complaint is being reported as an adverse event since the patient claims she obtained a severely high blood glucose reading and required treatment from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.